Event description:
It was reported the high definition liquid crystal display monitor intermittently powers on. Sometimes there is an image, while other times there is a blank screen. The device is having a hard time displaying the image consistently. The customer reported the device powers on with no image and has no ability to press any buttons. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.